Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 550mg/dl. Troubleshooting was performed. The customer was experiencing unexplained high glucose for two days. The events leading to her admission was blurred vision and nausea. The customer stated that the cannula was bent upon its removal, which caused to her glucose to rise. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Therefore consider this report complete to the best of our knowledge.